Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device serial number, and there were no non-conformances identified that was related to the reported complaint condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device did not function and displayed an e6 error code. The device was dismantled, and it was observed that the wires were damaged and had a non-anspach heat shrink on them. It was further determined that the device had been tampered with due to an unauthorized repair (user error). It was further determined that the device failed pretest motor thermistor assessment and no short between hall sensors and connector body assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to failure to follow instructions, which is unauthorized repair (user error). (B)(4).

Event description:
It was reported that the motor of the motor device was bad. During in-house engineering evaluation, it was observed that the device displayed an e6 error code (handpiece overheat warning). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.